Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a total separation of the percutaneous lead from the metal connector. A clamshell repair was performed on (B)(6) 2020, and it was placed with no issues although there was a separation between the metal connector and silastic sleeve due to a portion missing. The clamshell was placed and rescue tape was applied over the clamshell to mitigate fluid getting into the driveline.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a separation of the driveline bend relief from the metal connector was confirmed through an onsite evaluation performed by an abbott representative. The separation of the driveline's silicone sleeve was previously investigated, and it was determined that sufficient side loading applied on the silicone sleeve while it is connected to the system controller can contribute to the separation of the sleeve from the nipple of the metal connector. It was determined that this separation is a design-related issue and it has been addressed by car (corrective action request) #20099. The account communicated that the silastic sleeve had separated from the metal connector of the driveline. A clamshell repair was performed on (B)(6) 2020 (see attached esr). There were no alarms or associated adverse consequences to the patient reported. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), and no additional complaints have been reported at this time. The most recent revision of the heartmate ii left ventricular assist system (lvas) instructions for use (IFU). The hm ii lvas IFU contains information on caring for the driveline and addresses damage due to wear and fatigue of the driveline. The heartmate ii lvas patient handbook, is currently available. This document contains a section on ¿caring for the driveline¿ however, all heartmate ii lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on (B)(6) 2014 under order (B)(4). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a4: correction. Patient weight estimated based on information provided in 2018.